Event description:
It was reported that the handpiece continued to run on its own at the beginning of a surgical procedure. There has been no reported patient or user injury, and the case was completed successfully with another device.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation. The reported condition could not be confirmed. Based on investigation details, the handpiece passed all testing.